Event description:
It is reported that the pressure pod of a prismaflex m150 set was observed to be damaged during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.